Event description:
The customer reported the misalignment of the radiation field and the image field exceeded 3% of sid, the sum of the misalignment exceeded 4% of sid, and the error between the set kvp and the measured kvp exceeded 5%. The system should not exceed any of these measurements. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep adjusted the x-ray to image field alignment. The alignment is now within specifications. The system operates as intended.